Event description:
It was reported that technical analysis was needed involving this electrode due to noise seen in the primary sensing vector. During manipulation testing no noise was reproduced. The device was reprogrammed to the alternate sensing vector. A review of the device data by technical services (ts) confirmed non physiological noise/oversensing in the primary sensing vector. Ts discussed troubleshooting steps and programming options for this case. A follow up took place and it was possible to reproduce mechanical artifacts during provocation maneuvers in the primary and alternate sensing vectors while the secondary sensing vector showed no mechanical noise. A possible electrode malfunction was suspected involving the primary and alternate sensing vectors. The device was thus reprogrammed to the secondary sensing vector as a temporary solution and continue monitoring the patient. The electrode remains implanted. No adverse patient effects were reported.